Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message, "e-7," when the test strip was inserted in the adc meter. On (B)(6) 2019, as a result of the customer being unable to monitor their blood glucose, the customer experienced cold sweats, trembling, vomiting, and fainting. The customer was treated in the hospital with insulin (dose unknown,) metformin, and glibenclamide (glyburide) for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.